Event description:
Initial reporter indicated that they could not establish communication with the patient's generator. The patient was not in the office, but he confirmed that the programming system was unplugged from the wall when he was trying to interrogate the patient's vns. The battery in the wand was checked, which was fine. The physician reported he did not think the patient's vns was at end of battery life as she was implanted (B) (6) 2007. The physician reported that the patient was coming back into the office and would call us to troubleshoot. Manufacturer did not receive a call back. The physician contact information was not correct; therefore, he cannot be contacted. Good faith attempts were made to attain the physicians contact information. At this time a malfunction is possible against the wand but no conclusion can be drawn without additional information.